Event description:
Pt was found lying on the floor at the foot of the bed. The alarm on the bed had not sounded. Pt sustained facial and jaw fractures, required sutures and also had areas of petechial hemorrhage in the suprafentorial area in the anterior temporal lobes and parietal region. MFR brochure states: "engineering testing has determined a few items that affect the performance of the bed exit system you should be aware of: proper installation of sensing strips. Sensing strips must be properly installed at the outset. There must be sufficient "play" in the strips to permit them to detect changes in the pt position and to ensure they do not rigidly adhere to the mattress and frame below them. Bed position. Bed exit system is not as effective with a 60-degree head elevation and foot flat or head elevated to less than 30 degrees with the foot in up position. Bed exit is not recommended for use when the bed is in trend or reverse trend position. Pt location and weight. The pt should be centered from side to side with the seat of the pt in the seat section of the bed. Bed exit is not recommended when pts weighs less than 90 pounds. Overlays and non-hill-rom mattress. We emphasize that bed exit is part of a system, and while we do not preclude its usage with non-hill-rom mattress or overlays, we cannot assure the reliability of the system unless they are using one of the following hill-rom bed exit tested mattresses: surerest series (iii), comfortline series mattress, and advance 2000 sleep surface."